Event description:
On (B)(6) 2011, abbott point of care was contacted regarding an I-stat troponin cartridge that yielded an unexpected result of 0.28 ng/ml on a pt who came in with chest pain. I-stat: 0.03 ng/ml at 9:23 pm, (B)(6) 2011. I-stat: 0.28 ng/ml at 12:23 am (B)(6) 2011 (new draw). I-stat: 0.00 ng/ml at 12:43 am (B)(6) 2011 (2nd new draw). Customer pulled the pt's specimen that produced the troponin result of 0.03 ng/ml, ran the sample again (B)(6) 2011 6:02am result was 0.00, 0.00, 0.00 ng/ml ran on the same I-stat handheld. Based on the info available there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).